Event description:
Had a tubal done (B)(6) 2018 had no family to help take care of my children so, I had to be up moving to take care of my children same day and beyond surgery. Ever since I had the tubal and was never told I had filshie clips in me until I read through my discharge papers. I never knew what was going on with my body during (B)(6) 2018 to present day. I went to different drs but they say everything is "normal", but I'm still in pain from my left side of my pelvic all the way to my hip and up to my left side and abdomen. It's hard to get out of bed a lot of days because of it. It hurts to have intercourse even. I get to the point I want to cry because how much pain I am in every day, and I use to never have pain. FDA safety report ID# (B)(4).